Event description:
It was reported via repair work order that the brakes could not engage due to the cam bracket assembly roller missing. No patient was affected and no clinically relevant delay in treatment was reported.